Event description:
It was reported that during a percutaneous coronary stenting treatment procedure, a balloon rupture occurred. The 90% stenosed target lesion was located in the calcified and severely tortuous distal right coronary artery. During the implant the 3.0 x 8 mm promus element mr stent delivery system was being inflated and ruptured at 9 atms. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device is combination product. (B)(4).

Manufacturer narrative:
(B)(4). Device evaluated by MFR: a visual and microscopic examination of the device found the device was returned to the complaint investigation site with the stent detached from the balloon. The balloon was found to have the stent impressions on it and pillowing of the balloon indicating that the stent was crimped per process in the correct location during manufacturing. The stent was not returned for analysis. Kinks were noticed along the shaft of the device and the tip of the device was full of blood. The balloon section of the device was visually and microscopically examined and no issues were noted with its profile that could have potentially contributed to the complaint incident. The balloon was inflated with no issues noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was further reported that the lesion was severely calcified. A 3.0 x 33mm non bsc stent was implanted in the proximal right coronary artery prior to this device. The physician encountered resistance when advancing this device to the lesion. The balloon ruptured on the first inflation and the stent was implanted, but was not well apposed.